Manufacturer narrative:
Additional manufacturer report numbers that were submitted based on this publication are: 2017233-2020-00116, 2017233-2020-00118, 2017233-2020-00119, and 2017233-2020-00120. Performance of viabahn balloon-expandable stent compared with self-expandable covered stents for branched endovascular aortic repair. Authors: fernando motta, md, f. Ezequiel parodi, md, martyn knowles, md, mba, jason r. Crowner, md, luigi pascarella, md, katharine l. Mcginigle, md, mph, william a. Marston, md, melina r. Kibbe, md, elad ohana, rt(r)(ci)(vi), and mark a. Farber, md, chapel hill, nc. Society for vascular surgery.

Manufacturer narrative:
Article: performance of viabahn balloon-expandable stent compared with self-expandable covered stents for branched endovascular aortic repair. Authors: fernando motta, md, f. Ezequiel parodi, md, martyn knowles, md, mba, jason r. Crowner, md, luigi pascarella, md, katharine l. Mcginigle, md, mph, william a. Marston, md, melina r. Kibbe, md, elad ohana, rt(r)(ci)(vi), and mark a. Farber, md, chapel hill, nc. Society for vascular surgery. Https://doi.org/10.1016/j.jvs.2020.05.028. Average age and gender are based on article information. Patient and event information were requested, but author declined to provide any details. As a result, further investigation was not possible. Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
Review was article titled, performance of viabahn balloon-expandable stent compared with self-expandable covered stents for branched endovascular aortic repair. Authors: fernando motta, md, f. Ezequiel parodi, md, martyn knowles, md, mba, jason r. Crowner, md, luigi pascarella, md, katharine l. Mcginigle, md, mph, william a. Marston, md, melina r. Kibbe, md, elad ohana, rt(r)(ci)(vi), and mark a. Farber, md, chapel hill, nc. Society for vascular surgery, vol 73 no. 2. Accepted may 14, 2020. The study objective was to compare the performance between gore® viabahn® vbx balloon expandable endoprosthesis (vbx) and self-expanding covered stents (ses; gore® viabahn® endoprosthesis and fluency¿ plus endovascular stent graft) that were used as bridging stents for directional branches during fenestrated-branched endovascular aneurysm repair of complex aortic aneurysms. Included were 62 patients and 177 (96 vbx and 81 ses) branches implanted between july 2012 and june 2019. There was no branch-related rupture or mortality. Primary patency at 24 months (vbx, 98.1%; ses, 98.6%), freedom from endoleak (vbx, 95.6%; ses, 98.6%;), freedom from secondary intervention (vbx, 94.7%; ses, 98.1%), and freedom from branch instability (vbx, 95.6%; ses) were similar between groups. The median age of the patients treated with a branch was 68.5 years (63-75 years); 66% were male. Reported in this publication is a type ic endoleak with vbx device. The patient with celiac artery complications had endoleak exclusion at completion of secondary intervention with stent extensions distally (vbx for the vbx extension).